Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.5., d6b., g.2., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
" Review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rippling. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported they are experiencing "rippling" on the right side. Health professional reported right side capsular contracture, baker grade iii. Device remains implanted.